Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Also, the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample/no photo, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received.

Event description:
It was reported that the measuring line and labels on a bd biocoat bulk syringes with luer-lok¿, ns, are not readable. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received. The picture shows two assembled 3ml syringes. Each syringe has missing print around the 2ml scale marking. The missing print observed is rejectable per product specification. After reviewing our database, this is the first complaint received for the provided batch number. Device history record review : all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7338765 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the potential root cause for the missing print defect cannot be determined based on photos provided, it is difficult to determine if the defect was created at the printing or assembly process without having the actual samples to evaluate other aspects of the product that could lead to a better understanding of the product defect found and the source of the problem.

Event description:
It was reported that the measuring line and labels on a bd biocoat bulk syringes with luer-lok¿, ns, are not readable. There was no report of exposure, injury or medical intervention.